Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set cannula was bent event on (B)(6) 2024. The blood glucose level was displayed high at the time of event and was managed by multiple dail injection (mdi). The event occured after three or more hours of insertion. The insertion site was at upper abdomen. The infusion set was in use for 5 hours for both events. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR - 3003442380-2024-04801 - device 2 of 2.